Event description:
As reported: "the event that resulted in the revision case was the patient fell at home in the bathroom 6 weeks post op which resulted in the broken nail. It appears that the t2 alpha retrograde broke proximally through a hole without a screw. The patient was revised.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the event that resulted in the revision case was the patient fell at home in the bathroom 6 weeks post op which resulted in the broken nail. It appears that the t2 alpha retrograde broke proximally through a hole without a screw. The patient was revised.

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. Available radiographs were sent for a formal medical opinion was sought: the choice of implant is not the ideal implant for this fracture type. The fracture is way to close to the proximal locking. It is a subtrochanteric fracture which is generally known for its instability. The fall clearly played a roll, but the surgical technique as well, there was too little stability of the construct over the fracture, and in the proximal part. The received retrograde nail was visually inspected in which we can see that the device was broken from the distal end of the nail, the microscopic picture of the breakage surface indicate towards fatigue lines but majority surface is showing no signs of any plastic deformation, the surface is smooth in nature with peaks and valleys which indicate that the breakage was caused by sudden application of force causing the breakage in brittle manner caused from the fall of patient. On secondary finding, we can also see missdrilling in the oblique hole of the nail, as well as deformation of the threads at the end cap placement section, which could occur at the time of explantation. We also see the removal of the coating, causing a straight-line formation from distal to proximal end, which can also be mostly caused during explantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided information, the root cause of the reported event is multifactorial: the location of the fracture and the technical aspects of the surgical procedure contributed to the event. Furthermore, patient activity levels post-op and fall also contributed to an inadequate load distribution and therefore, the breakage of the implants. If any additional information is provided, the investigation will be reassessed.